Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department due to respiratory distress. The patient was found to have sinus of valsalva thrombus that occluded the left main coronary artery (lmca), left anterior descending artery (lad), and the circumflex artery (cx) system that led to right ventricular (rv) failure and systemic embolization. Mechanical circulatory support (mcs) was not escalated due to functional baseline status. The family elected for withdrawal of care. The patient passed away due to stage d cardiomyopathy. The death was not considered to be device related. The device operated as expected. The pump would not be explanted or returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and outcome could not be conclusively determined through this evaluation. He relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, respiratory failure, thromboembolism, and death. Section 6 of the IFU entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.